Manufacturer narrative:
Initial the reporter¿s name, address and phone number were not provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that the attachment device got overheated. It was not reported if the device was used in surgery, or if there was patient involvement reported. It was not reported if there were any delays in a scheduled surgical procedure or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device was overheating. The oil substance coming out of the attachment was probably biological material left in the attachments from improper cleaning. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper cleaning by the customer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.